Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or procedural details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent could not be deployed. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure could not be confirmed. The returned device was free of visible blood contamination neither inside the system nor on the surface. The stent could be deployed easily during sample evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult vessel anatomy or challenging placement site may cause high friction during the attempt to release the stent resulting in subsequent deployment failure. Inadequate or not used accessories such as introducer sheath, guide wire or pta balloon also may be contributing factors. In this case, no information was provided regarding the anatomy, accessories used or procedural details. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Also the IFU states: "always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6 f (2.0 mm) or larger introducer sheath is recommended" and "insert a 0.035 inch (0.89 mm) diameter guide wire of appropriate length (see table) across the lesion to be stented via the introducer sheath." Furthermore, the IFU states that predilation of the lesion should be performed by using standard techniques.